Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. It was therefore, determined, that the reported phenomenon of ¿no image¿ occurred, because the video function did not work properly, due to faulty cable. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was likely due to a faulty cable. In addition to what¿s reported in b5, the following defect was identified: the rear cover labeling was damaged. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus representative reported (on behalf of the customer) that the image displayed on the monitor was abnormal. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. There was no patient harm associated with the event.